Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6), 2011, the pt underwent a follow-up computed tomography that revealed the trunk-ipsilateral leg component migrated distally by approximately 2.5 cm into the aneurysm sac. The aneurysm is unchanged in size. Possible cause could be thrombus.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.